Manufacturer narrative:
No device analysis results are available because the device was no returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.